Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "one syringe breaking off completely after she attempted to draw up insulin into the barrel of the syringe for her dog. She noticed when she pulled the plunger back to draw up the insulin, the needle retracted and went up inside of the barrel. She was examining the needle to see why the insulin wasn't drawing up when she discovered that the needle was loose and inside of the barrel."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.